Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. The device was evaluated on-site by a field service technician on (B)(4) 2011. Evaluation summary: the surgical table is used to support and position a patient for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to be tilting on its own occasionally. After further evaluation, it was confirmed that the table's hydraulic motors activates on its own. The movement of the table is slow and obvious; however there is still risk of the movement occurring during a procedure which would be a risk to a patient. However, this specific malfunction was identified prior to a procedure and there were no patients involved, and no adverse events reported. The root cause is likely a faulty mpc which will be replaced. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that the surgical table was tilting on its own occasionally. There was no reported patient involvement and no reported adverse consequences.